Event description:
After high-heel disinfection prior to each procedure, potential escherichia-coli exposure (a metallo beta lactamase producing organism) have been epidemiologically linked to this scope. This ercp was in use from (B)(6) 2013.